Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: the root cause was identified as a defective mainboard. Correction: replaced defective component. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: summary: panel error / connection lost (tn (B)(4)) without panel reconnection.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: the root cause was identified as a defective mainboard. Correction: replaced defective component.

Event description:
The following was reported to hamilton medical ag: summary: panel error / connection lost (tn 556951) without panel reconnection.